Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.

Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (23-45 mg/dl). Juice, glucose tablets and bread were consumed to address the bg level. The customer was not sure what caused the low bg and thought that the pump settings may need to be adjusted. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.